Manufacturer narrative:
The customer's reported complaint of "the thermogard console (B)(4) displayed tcmid:05 (coolant diff failure) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard console functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, multiple tcmid:05 error messages were noted, thus confirming the reported complaint. The thermogard console passed functional testing including continuous operation for 13 days with no issues, and the customer's reported complaint was not reproduced. As a precautionary measure, to address the intermittent tcmid:05 error messages observed in the event logs, the I/o board and the pic-16 circuit board were replaced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During device set-up for therapy, the customer reported that the thermogard console (B)(4) displayed "tcm ID:05" (coolant diff failure). Another thermogard console was used to continue with treatment. No consequences or impact to patient.